Manufacturer narrative:
This event has been recorded under zimmer biomet (B)(4). The customer has indicated the device will be returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the slot was bent on mesh-query roller. Event occurred during assembly. No adverse events were reported as a result of this malfunction.

Event description:
No additional information received.

Manufacturer narrative:
The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 5 april 2019, the device was noted to have been previously repaired twice, the last repair being for the device jamming reported on 2 august 2010. The reported event was confirmed by the service technician who performed the evaluation and repair. On 5 april 2019, it was reported from misericordia hospital that the slot was bent on mesh-query roller. The customer returned a zimmer skin graft mesher serial number as well as 1.5:1 cutter serial number (B)(4) for evaluation. Evaluation of the mesher on 7 may 2019 noted that the calibration test and test cut could not be taken due to a bent comb. Upon further evaluation, the roller and gear were found to have had some visible damage and the ball detents were found missing from the ratchet. The cutter was tested the same day and found to have not produced a passing test cut. The cutter was deemed non-repairable. Repair of the mesher occurred the same day and involved replacing the roller, gear, comb, comb springs and spring pin. The device was then recalibrated, tested, and verified to be functioning as intended and the mesher and cutter were returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) and (B)(4) on 5 april 2019. While the service technician found that the comb was bent, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.